Event description:
A 66 year-old pt underwent implant of dual-chamber permanent pacemaker on 10/7/1997. On 7/30/1998, a ventricular threshold of 7.5 v at .09 ms was determined. With isometric exercise the lead demonstrated failure to capture. At 7.5 v at 1 m.s., no loss of capture could be provoked. The pt was advised to be admitted for observation until he had revision on 8/3, but he declined. He did agree to be admitted on 8/2/1998; on 8/4/1998, the ventricular lead was replaced.